Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that scanner not working due to cable. Field service engineer replaced the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system scanner not working. The customer stated that scanner not working preventing the refilling of medications in pyxis, which has resulted in a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.